Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter and additional clip delivery system referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report mitral stenosis after the clip (70221u180) was deployed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. During insertion of the first clip delivery system (cds 70221u189), air was noted in the steerable guide catheter (sgc). It was believed that the clip may have been advanced a few millimeters out of the introducer while inserting into the sgc. The air was aspirated, but the patient became hypotensive with reduction in ejection fraction of the right ventricle and increased pressure in the vena cava. The procedure was stopped, and the mitraclip system was left in place. Angiography found a total occlusion of the right coronary artery (rca). Aspiration was performed and the patient was reanimated and defibrillated several times. After removing the air and giving medication, the patient became hemodynamically stable. The cds was attempted to be removed to replace the device; however, one clip arm was getting stuck with the clip introducer; therefore, the procedure was continued with the same devices and the clip was implanted. The second clip (70221u180) was implanted which resulted in a pressure gradient increase of 8mmhg. The mr was reduced to <1. The pacemaker rate was reprogrammed to prevent mitral stenosis symptoms. A clinically significant delay was noted due to the air embolism. On (B)(6) 2017, the patient was extubated and doing well with no neurological issues. No additional information was provided.